Manufacturer narrative:
Evaluation on-going.

Event description:
Country of complaint: (B)(6). During the surgery the titan cage was not found; patient was x-rayed many times. X-ray performed day after surgery also. Doctor is concerned of excessive radiation exposure.